Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device was interrogated following a positron emission tomography (pet) scan and a message was noted to check the left ventricular (lv) lead. Boston scientific technical services (ts) was consulted and discussed that this message appears when an out of range impedance value is detected. Further review found a single high out of range pacing impedance measurement. The physician has opted to continue to monitor the patient. No adverse patient effects were reported.